Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had ail sensor failure error 242 was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had devices with air-in-line sensors that had a "242" code that needed replacing. There was no information on patient involvement.